Manufacturer narrative:
Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a plif at l4/5 using interbody devices and posterior fixation. At two weeks post op., right side cage had migrated to spinal canal causing neurologic manifestation and pain to the patient. The revision surgery was performed approximately one months post op. The cage was replaced and the fixation level was extended to l3. No other patient complications were reported.